Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information obtained indicating that the patient had sepsis and endocarditis with vegetation on the rv lead on (B)(6) 2015. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.